Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that renal failure occurred. The patient presented with acute deep vein thrombosis (dvt). The patient received 100ml of contrast for a computed tomography (CT) scan and 3 venograms, creatinine (cr) level 97 mmol/l. The following day, the patient received catheter directed thrombolysis (cdt), 55ml of contrast used, cr level 88mmol/l and 150ml of contrast was used to check the cdt the next day, cdt was performed for 36 hours. The following day an angiojet® zelantedvt¿ thrombectomy catheter was selected to treat the acute dvt in the iliofemoral. Prior to the thrombectomy procedure, cr level was 76mmol/l. The patient was hydrated with saline prior to the thrombectomy case. Power pulse was performed with 20mg of tissue plasminogen activator (tpa) in 100ml of saline, thrombectomy was then performed with heparinized saline for under 240 seconds. The amount of contrast used during thrombectomy was under 50ml and cr level was 186mmol/l. The procedure was completed with this device and the patient¿s status was reported as unstable. Post procedure the patient presented with hemoglobinuria which cleared within 18 hours. The patient then went into renal failure as his cr level rose post procedure to a level of 520mmol/l. The patient has been hospitalized for an additional 2 weeks waiting for either cr level to decline or dialysis. Cr levels have been decreasing however; the patient will remain hospitalized until his cr levels are stable.